Event description:
Morphine drip-50 mg in 50cc's-was hung at 2200. The rate was to be 5 cc/hr. At 2300, the bag was empty. The exact rate the pump was set at is not clear at this itme. The pt received 0.4mg of narcan. Vitals remained stable before and after-resp rate of 12-14 with o2 sats 98 to 100% on o2. No apparent harm. Addendum: memory from pump downloaded shows rate was set at 50 cc/hr.